Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2013; dtma1d1 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) device eroded through the skin and the crt-d system was removed due to infection. The patient was treated with antibiotics. A temporary right ventricular (rv) lead was placed, connected to an outside source, as the patient is pacemaker dependent. A new crt-d system was implanted 5 days later. No further patient complications have been reported as a result of this event.